Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think it was working. The patient had been incontinent and peeing all over themselves at least every 2-3 days. Troubleshooting could not be conducted at the time of the call because the patient programmer (pp) screen would not turn on, it was blank. The patient planned to call back when their had new batteries for the pp and the incontinence was not reported to have been sudden. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.